Event description:
It was reported that during a thoracotomy procedure, they stated that the stapler misfired on a green reload and it 'partially' fired, the battery stopped and it appeared that the knife advanced part of the way but would not go any further. There were no patient consequences. The case was completed using another device of the same product code.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device performed properly during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.